Manufacturer narrative:
It is unknown when drill bits became dull. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Code (B)(4) used to capture surgical delay of a few minutes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 during an unknown procedure of the olecranon fracture, the drill bits was discovered to be dull. There was a few minutes surgical delay reported but the screws were placed with no difficulty. The procedure was successfully completed. There was no patient consequence reported. This report is for a 2.8mm percutaneous drill bit f/lcp® pl qc/200mm/100mm calib. This is report 4 of 5 for (B)(4).